Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced vomiting and a tingling sensation on the ear. She noted her cgm displayed 336 mg/dl; however, a finger stick bg was 463 mg/dl. The patient went to the hospital as her insulin pump (omnipod) was not working and she was unable to decrease her bg. She was treated with sq insulin and IV fluids, evaluated, and released after two hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.